Event description:
Additional information became available that this lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
At this time the system remains in service. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance visual observation confirmed that the lead was returned severed with dried bodily fluid noted in the lead lumen. Based on the lead portion that was returned, this damage was determined to be procedurally induced.

Event description:
Boston scientific received information that during left ventricular (lv) lead threshold testing there was loss of capture (loc) at 3.5/2.0 milliseconds. The patient was symptomatic and they lost the right ventricular (rv) lead electrogram (egm). The health care professional (hcp) discussed with boston scientific technical services (ts) that the lv egm was probably voltage decay curve from a large energy output. Subsequently, additional information received from the local sales representative states that loc was not greater than 2 seconds. There was no reprogramming or intervention undertaken. No other adverse patient effects reported.